Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip, resulting in a 0.91 mm offset and misalignment of the grip tips. Although a clip could be properly loaded into the groove, it could not be applied, and no cracking damage was observed on the grips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. The complaint was confirmed by failure analysis. The probable root cause of severely bent instrument grip tips is attributed to damage during use or reprocessing, such as accidental drops, improper instrument tray or sink sizing, or excessive force applied to the jaws.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument got stuck during the clip application. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The 8mm medium-large clip applier instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.